Event description:
The physician inadvertently placed the dilatation catheter into the coronary artery with the protective packaging sheath intact. The sheath was removed, there was no pt sequelae associated with this event. Product was discarded by the hosp.